Event description:
It was reported by service report that the siderail won't latch/lock and drops quick when lowering. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.